Event description:
It was reported that premature battery depletion was suspected with patient's device due to high left ventricular (lv) lead output, and high lower rate limit (lrl). The patient had known problematic anatomy which necessitated high lv output. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2010. 6935, implantable pacing lead, (B)(6) 2010. (B)(4).